Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) rebooted on its own during a procedure. The customer also reported that before this issue occurred, the unit made a high-pitched noise and displayed a blue screen. No patient harm or injury was reported. Investigation summary: the complaint device was returned and evaluated by nihon kohden repair center (nk rc), who was unable to observe and duplicate the reported issue. The device was tested and has met product specifications. No issues were observed on the device. A review of the history of the serial number identified no other reports of the issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue could be power supply related (power cable and cable connection) and battery related issues. The reported issue was unable to be duplicated and could not be confirmed.

Event description:
The customer reported that their bedside monitor (bsm) rebooted on its own during a procedure.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) rebooted on its own during a procedure. The customer also reported that before this issue occurred, the unit made a high pitched noise and displayed a blue screen. No harm or injury reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) rebooted on its own during a procedure.